Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Due diligence report: the customer has noted that the physicians they consulted were not well-versed with ozone, and as a result, there was no clear connection made between the symptoms reported and the diagnosis. Additionally, the customer is currently undergoing treatment with pantoprazole, an over-the-counter medication for acid reflux, and has not used the soclean device for approximately one year. During this period, the symptoms have resolved. Given the timing of symptom resolution and the ongoing acid reflux treatment, it is reasonable to conclude that the improvement in symptoms is likely a result of the treatment for acid reflux, rather than the use of the soclean device.

Event description:
Customer reports acid reflux, unspecified thyroid issue and cough. Testing was performed such as an x-ray (described as a video x-ray), that provided evidence of the unspecified thyroid issue and acid reflux from an unknown cause per the md. Pantoprazole was prescribed for the acid reflux which is a known otc medication but it was unclear based off the clinical investigation if this medication was prescribed our bought otc. Additionally, a biopsy of her "throat" was performed with unremarkable findings. The sleep md that was seen recommended discontinued use of the soclean device.